Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted reprogramming was done.

Manufacturer narrative:
Concomitant medical products: c2tr01 ipg; 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance measurement causing a ¿drag¿ on the cardiac resynchronization therapy pacemaker (crt-p) battery. It was noted that the rv lead had possible lead mineralization and scarring at the rv ring. It was also noted that the left ventricular (lv) lead had high threshold measurements. The device, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.